Manufacturer narrative:
Corrected information was provided in d4. Upon review, the catalog and serial number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the purge leak in the pump could not be determined as no defects were observed in the returned product and no leaks were reproduced.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a leaking purge line near by the purge filter. The patient was successfully weaned from the pump and no patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Section b1 has been updated to reflect that an adverse event occurred. The "adverse event" selection was omitted from the initial report. Section b2 has been updated to include "required intervention to prevent permanent impairment/damage," which was omitted from the initial report. Section h1 has been updated to reflect the type of reportable event as serious injury.